Event description:
It was reported that a vns patient is experiencing an increase in seizure activity. It is unknown if the seizures are above, below, or at prevns baseline seizure levels. The patient was referred to a seizure specialist. Good faith attempts to obtain additional info have been unsuccessful to date.